Event description:
Reporter indicated that pt received high lead impedance. X-rays were reviewed by the MFR. No gross lead discontinuities were visualized. Pt has been recommended for revision surgery.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.